Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported while attempting to obtain the sample from the green top tube, for use of an I-stat crea cartridge, the customer sprayed blood into their eye. The customer received medical treatment.